Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h2, h3, h4, h6, h11. Corrected fields: g4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: breakage distal fibers, loose light guide connector, light transmission failed were found. Based on the results of the investigation, it is likely that the malfunction was caused by a blurry image, which led to the issue of the image being too dim. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope's image was too dim. The malfunction was observed during an unspecified procedure. There were no reports of patient harm.

Event description:
It was reported the rigid video scope's image was too dim. The malfunction was observed during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.